Event description:
It was reported the patient had their pump taken out due to a staph infection. It was noted the patient had been sick for a long time and didn¿t know the reason why. The pump was used to deliver dilaudid. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).